Event description:
It was reported that when the device was used during a low anterior resection, it stapled but did not cut. A colostomy was placed instead of using another device.

Event description:
Surgeon stated that during the procedure a colleague fired the device and did not complete the firing cycle. Surgeon attempted to complete a second firing of same device. Staples formed as intended but the knife did not cut. Surgeon removed staples so that the case could be completed with another device. The case was completed successfully with no pt consequence. Pt did not recieved colostomy.